Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files review contained alarms associated with a recent system controller exchange. The controller was exchanged due to the power cables being frayed and showing severe wear and tear. There were some issues with the screen noted.